Event description:
The reporter stated that the surgeon inserted a cq2015 3 piece collamer lens. The lens tore prior to insertion into the eye. No patient contact or injury. The cause of the lens tear is unknown.